Manufacturer narrative:
Continuation of d10: product ID 97745 serial# (B)(6) product type programmer, patient. Analysis of the programmer, model 97745, s/n (B)(6) found case front failure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for the call was pt stated when they went to turn the controller on when they are ready to charge their implantable neurostimulator (ins) this morning all they got was please wait. Pt mentioned the controller would act up and they would get it under controller but this time the controller would not start up. The issue began 2-3 weeks ago. Pt said they did not plug the cord in because they could not get anything to work, and they wanted to make sure they had enough charge in them for their doctor's appointment tomorrow. Pt stated the controller said please wait before they plugged in the recharger and about 40 minutes later, they reset the controller and it started to work. Agent asked pt if the controller would turn off when the recharger was plugged into the controller and patient said no. Agent instructed patient to check for damage, no visible damage to controller compartment pins, li battery pack pins, recharger and controller port. Agent walked pt through resetting controller; controller showed 100% and ins 100%. Agent instructed patient to start a charge session, implant recharging with excellent quality. Pt mentioned they unplugged the recharger and controller showed recharging needs attention then went blank. Controller showed recharging ended lost connection to ins when controller was unlocked, and patient pressed okay to which patient confirmed they were able to see the batteries screen. The issue was not resolved. A replacement controller was sent out. No symptoms were reported.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial#: (B)(6), UDI#: (B)(4) ; product type programmer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.